Event description:
It was reported that the patient inflatable penile prosthesis (ipp) stopped cycling due to fluid loss. The entire ipp was removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The pump was not functionally tested due to the leak in the cylinder and contamination. No risk review required per cis product investigation wi, 92186855 revision e. The operating room manual 92127382-01 rev. B states caution: do not remove so much white sleeve material that bare input tubing touches the expandable shaft of the cylinder. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction, 92186855 rev. E, no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) stopped cycling due to fluid loss. The entire ipp was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.